Manufacturer narrative:
Citation: hechadi j et al. "Stentless xenografts as an alternative to pulmonary homografts in the ross operation." Eur j cardiothorac surg. 2013 jul; 44 (1): e32-9. Doi: 10.1093/ejcts/ezt147. Epub 2013 mar 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of the mid- to long-term outcomes for patients who underwent right ventricular outflow tract (rvot) replacement with either a pulmonary homograft or a stentless xenograft during the ross procedure. All data were collected from a single center between 1991 and 2012. Only patients with clinical follow-up of 2 or more years and a subgroup of pulmonary homograft recipients with similar characteristics to the stentless xenograft recipients were included in the study population: 54 patients (predominantly male; mean age 47 years), 17 of which were implanted with a medtronic freestyle bioprosthesis (no serial numbers provided). It was noted that 27 and 29 mm prosthesis sizes were used. Among all freestyle patients, 2 deaths occurred during follow-up due to cancer. Based on the available information, medtronic product was not directly associated with the death(s). Among all freestyle patients, post-operative adverse events included: new permanent pacemaker implantation and reoperation for bleeding. Long-term follow-up adverse events included: mild rvot/pulmonary regurgitation (grade 1), calcification/calcic degeneration (stated to occur primarily on the wall of the graft), and increased peak transvalvular gradients. It was reported that no patients required rvot reintervention for graft dysfunction during long-term follow-up (mean follow-up was 7.3 years). Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.